Event description:
It was reported that the device had an electrical reset. It was also reported that the atrial lead had high impedance. The device was reprogrammed and the lead integrity alert was reloaded. The device and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One por (power on reset) for write to locked ram, addr=0e66, data=40 on (B)(4)-2012. One patient alert for por on (B)(4)-2012. Weekly pace measurement log data shows high impedance for min and max a. Pace = 4304 to 4432 ohms range between (B)(4)-2012.